Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -9.0/4.0/082 (sphere/cylinder/axis) , implantable collamer lens into the patient's left eye (os) on (B)(6)2015. Lens rotation not associated to a low vault and refractive surprise were observed. Lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6-health effect- impact code: "2199" should be removed and "4628" should be added. B5- the reporter indicated the surgeon implanted a 13.2mm vticmo 13.2 implantable collamer lens of diopter -9.0/+4.0/82 (sphere/cylinder/axis) into the patient's left eye (os) (B)(6) 2015. The patient experienced a lens rotation not associated with a low vault, lens repositioning, refractive surprise. Reportedly "the rotation of the lens was last monday, and the av is 0.8". The lens remains implanted and the problem is not resolved. Status of the eye: "correct". The reporter indicated the cause of the event is unknown. Claim# (B)(4).